Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. A lot history record review was completed for lots 25103949, 25104273, and 25104782 the last 3 lots hipped to the account prior to the aware date. There were no nonconformances related to the subject code defect. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the c-ring on the vaso view hemopro broke in tow and fell into the patient's leg and no additional incision was needed. All the pieces came out together and were retrieved from the patient a replacement device was used to complete the procedure. The hospital did not report any patient effects.